Manufacturer narrative:
The concomitant medical products have been included with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level 494 mg/dl. Customer experienced blood glucose level of 322 mg/dl. The insulin pump will not be returned for analysis.